Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there were multiple cuts near the middle of the bag. Based on the condition of the returned unit, it is likely that the reported event was caused by instruments that were used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed -"laparoscopic total hysterectomy." Event description - gtb14 from gtk14 alexis ces 14cm w kii balloon. Bag damaged. Report from the sales rep: laparoscopic total hysterectomy was performed. After retrieving uterus using morcellation and the event unit, the customer noted three holes and a fragmented section on the event unit. The surgery team sought the fragment and they found the fragment between an edge of [competitor clamp] and the combined trocar. They concluded that no other fragment in/on patient since the fragment matched the missing section on the event unit in shape. The customer mentioned that since the patient? Bmi is over 43 and fat tissue affected the manipulation with forceps, it was likely that he/she grasped uterus along with the bag with an instrument such as [competitor] clamp and [other competitor] clamp. Type of intervention - "the surgery team sought the fragment and they found the fragment between an edge of [competitor clamp] and the combined trocar. They concluded that no other fragment in/on patient since the fragment matched the missing section on the event unit in shape." Patient status - "no patient injury."